Event description:
It was reported that while taking a blood sample from a neonatal patient the tubing broke off from the reservoir. No blood loss as nurse was able to turn off the stopcock.

Manufacturer narrative:
Received one pediatric vamp jr. Dpt kit for examination. Blood was visible inside the vamp system. The pediatric tubing was detached from the proximal sample site (z-site) solvent bond joint. Indication of bonding solvent was present at a small area of the tubing bonding surface. The outer and inner diameters of the tubing were measured near the point of detachment and found to be within the allowable specification. Visual examination was performed under 10x magnification. The reported defect was confirmed to be a manufacturing defect. Actions were previously opened for this issue and the improvements are being added to the manufacturing process to address new complaints of this type. The device history record review was not performed because the lot number is unknown.